Event description:
A baxter repair technician reported an infusion pump with failure code 812:02 which occurred during service. The hospital representative stated that there was no report of patient incident since the last baxter service event.